Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust stimulation. It was reported that there was a "call your doctor" icon and a por condition. Add'l info has been requested, but was not available as of the date of this report.